Event description:
It was reported when using the pyxis medstation es system that it had a communication issue that device not detected on bus. The customer reported there was a delay in dispensing medication. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that it was a malfunction caused by 903 board. A field service engineer replaced 903 board and powered up the main station. All the leds present. This resolved the issue. The system functioned as intended after the field service engineer troubleshooted the device.